Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and found that the direct current (dc) to dc converter printed circuit board assembly (pcba) needed replacement. Photographs of the board showed a burnt c83 capacitor on the pcb. If additional information is received, a supplemental medwatch report with the findings will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, smoke emerged from the 980 ventilator breath delivery unit (bdu) electronic side when it was turned on. The unit was reported to have alarmed loudly "system error". The ventilator was not in use on a patient at the time of the event.